Event description:
It was reported that the tracheostomy tube broke at the eyelet while in use, causing accidental decannulation. An emergency trach change took place to resolve the issue. Exact weight of patient is 23.5 kgs. There was patient harm reported, no further details provided.

Manufacturer narrative:
D5. Other operator of device: operator of device is unknown. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A1. And h6. Evaluation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.